Manufacturer narrative:
Corrected block: initial reporter name and address. Updated block: concomitant medical products.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level module to function as intended. Per data log analysis, the log did not cover the incident date of (B)(6) 2019. On (B)(6) 2019, the alarm probe was reporting a changing status of disconnected, uncoupled, disconnected, and coupled multiple times. No way to tell from the log what the cause was. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, he could not get the level detector to go off, so he changed the cables and used the cable from the other pump, which worked just fine. Per the field service representative (fsr), he replaced the level module. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level detector on the central control monitor (ccm) was falsely showing low level. The slide level detectors were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.